Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was evaluated and showed a torn distal tip of the esheath as well as tortuosity and calcification within the access vessels. The complaint for sheath distal tip torn was confirmed, based on the evaluation of the imagery provided. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by manufacturing process variation during the trimming step leading to hdpe damage. Additionally, patient or procedural factors - such as challenging anatomy or non-coaxial advancement angles (per the imagery, there was presence of calcification and tortuosity at the access vessels of the patient) - may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from france, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, resistance was felt when the valve was pushed through the distal part of the esheath. The valve did exit the sheath, the procedure continued, and the valve was successfully deployed. At the end of the procedure, after removal of devices, the esheath distal tip was noted to be torn. There was no patient injury.